Event description:
The main bolt that holds the c-arm broke while in use. The c-arm fell into the hands of the surgeon and the support arm flew up and hit the chin of his assistant. A steel bolt is used in combination with an aluminum base plate. A cotter pin (4mm) is drilled through the 1/2" steel bolt. This may weaken the bolt.